Event description:
It was reported that 2-3 hours into treatment with a prismaflex m100 set c, an external fluid leak was observed due to a separation of the effluent clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation however, photos were provided. Visual inspection of the picture observed that the stopcock of the drain bag was disconnected. The reported condition was verified. The drain bag of the set is provided by one of our suppliers. The cause is supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.